Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analyst commented, initial rv impedance on (B)(6) 2015 implant was 1248 ohms, lifetime maximum impedance of 2381 ohms, and impedance from interrogation on (B)(6) 2015 of 1102 ohms was back within normal range. (B)(4).

Event description:
It was reported that post implant the right ventricular (rv) lead impedance was normal. However, approximately two or three days after implant, the rv lead exhibited high impedance, and later exhibited decreased impedance. The rv lead remains in use, and will be re-evaluated during follow up visit. At the follow up evaluation it was indicated that the impedance is now stable. No patient complications have been reported as a result of this event.